Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error as well as pump history crc failed error. Customer's unsure but the blood glucose value was 70 mg/dl had to bolus as a hyperglycemia. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and insulin pump history crc failed alarm is found in the downloaded history files, fault isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.